Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2018-00218: head, 3025141-2018-00219: neck.

Event description:
An arh slide-loc radial head replacement system was implanted in a patient. The head has been reported to be loose; the implants will be explanted.